Manufacturer narrative:
B3: date of event is estimated. The unit was returned with reported fire related, which was confirmed upon inspection with burnt 031 component on m/b due to overcurrent and low voltage event. After replacing new motherboard evaluated the concentrator and found noisy fan axial due to spinning fast. From data loge zeolite also contaminated indicates zeolite absorbed too much moisture. During m/b burnt housing top and lower was damaged.

Event description:
It was reported that when the patient plugged in the device, sparks came out of the charging port and the device would not charge anymore. It was attempted to charge the device through different outlets but the issue persisted. The patient was not harmed during the event. Patient has since received their replacement and has no complications.